Event description:
It was reported that in (B)(6), a patient presented an allergic reaction such as red, itchy, herpes, etc. In the coverage of film to the PICC tube, then followed doctor's order for increasing the dressing changing times. On (B)(6), consulting with the dermatologist attending doctor, the patient's right arm showed flaky erythema with a clear border and a pale yellow crusting on it, showing a little red papule. Considered with contact dermatitis. Recommendations provided: isolation of suspected allergens, topical halometasone cream,if necessary, oral of azelastine hydrochloride tablets to relieve itching. Meanwhile, three times changing dressing one day. On (B)(6), the patient complained that there was no discomfort in the coverage of the PICC dressing, and the skin allergy symptoms were relieved. But pain at the puncture site, the tube was pulled out 5 cm, a little pus was seen at the exit of the tube,then with the doctor's order for pulling the PICC tube.

Manufacturer narrative:
We have now concluded our investigation into this report. Unfortunately, no samples or photos have been provided preventing a more in depth investigation. A device history record review was carried out for the batch number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product. A complaint history review was carried out and this conformed this was the only complaint for this batch and lot. A complaints history review has been carried out over the last 3 years for the lot and product code supplied this has shown no other complaints of this nature have been reported due to the nature of the complaint it was passed to our medical professionals for a clinical evaluation, ¿in conclusion: based on the limited information provided, the root cause of the reported event could have been a multi factorial result from a sensitivity to a component in the dressing or a cleaning agent and/or the speculated contact dermatitis in an immunocompromised patient with reported ¿poor skin condition and allergies¿, albeit unspecified. Impaired skin integrity is a known risk factor for infection. Reportedly, the ¿dermatitis¿ has not resolved. No further medical assessment can be rendered at this time¿. We have not been able to determine a root cause for this complaint, without additional information we are unable to take this investigation any further. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.